Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were having a hard time adjusting their device. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received regarding a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the actions to resolve the difficult time adjusting was that 'the manufacturer tried to adjust but failed'. No further complications were reported. Additional information was received from a consumer. It was reported that the circumstances that led to the patient having difficulty with adjusting their device was that they were unable to keep the device adjusted and it was too bothersome. The patient spent more time for the benefit. It was noted the patient spoke with a regional supervisor and would make an appointment to see what could be done. No further complications were reported/anticipated.